Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was checked prior to use and it was found to have lower than expected battery voltage and higher than expected battery impedance. The device was not implanted. No patient complications have been reported as a result of this event.